Manufacturer narrative:
(B)(6). Section g4: the rt212 breathing circuit is not sold in the USA, but is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Fisher & paykel (f&p) healthcare is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in china reported via a fisher & paykel (f&p) healthcare field representative, that the mr290v autofeed humidification chamber provided as part of the rt212 adult single heated breathing circuit was cracked and leaking water. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Event description:
A healthcare facility in china reported via a fisher & paykel (f&p) healthcare field representative, that the mr290v autofeed humidification chamber provided as part of the rt212 adult single heated breathing circuit was cracked and leaking water. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4) section g4: the rt212 breathing circuit is not sold in the USA, but is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: additional information was requested regarding the mr290v vented autofeed humidification chamber, including photographs and for the device to be provided to fisher & paykel (f&p) healthcare for investigation. The subject mr290v vented autofeed humidification chamber was not returned to f&p healthcare. Our investigation is therefore based on the information and photographs provided, and our knowledge of the product. Results: the healthcare facility reported that the mr290v vented autofeed humidification chamber was cracked and leaking water. It was also reported that the breathing circuit was immediately replaced. Conclusion: several attempts to request further information and the subject mr290v vented autofeed humidification chamber from the healthcare facility were made, however no response was provided by the healthcare facility. Without further information, or the return of the subject device, our investigation was unable to confirm the reported event and determine the cause of the reported issue. The user instructions provided with the rt212 adult single breathing circuit include the following: "do not use the chamber if the seals are not intact of if it has been dropped." "Visually inspect breathing sets for damage (e.g. A crushed tub or cracked connector) before use and replace if damaged." "Do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."